Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. Investigation: the reported device returned for evaluation. Visual inspection of the sheath found the tip was separated 8cm from the tip. The separation occurred at the most proximal bond site. The most proximal end of the bonded tip was flared out at the separation site. Flexor sheaths meet the tensile requirements of iso 11070 as shown through design verification testing. It is feasible to suggest the bond site was weak and separated during usage.

Event description:
It was reported that during a below the knee intervention on a (B)(6) male patient, the physician gained access with an .035 rosen wire in the groin. It was noted there was no scarring in the groin but below the knee was calcified. The 0.035 rosen wire was changed out for a .014 wire to do the intervention. The physician noted that there was no resistance while inserting the balloon or the stents. Upon removal of the device at the end of the procedure, it was noted that the distal part of the sheath appeared to be shearing off. There were not fragments within the patient, the patient remain unharmed. No additional procedures or intervention was required due to this occurrence.